Event description:
Customer reported that cine runs would not advance and the system would freeze up. No pt injury was reported.

Manufacturer narrative:
This system has not yet been evaluated by a ge representative.